Event description:
A peritoneal dialysis nurse (pd) contacted baxter's technical service center requesting assistance with repriming the patient line at connect yourself. The pd nurse did not open the patient line clamp during priming. Baxter's technical service representative instructed the pd nurse to open the patient line clamp and reprime the patient line. The patient line successfully primed to the top. No patient injury or medical intervention was associated with this report per the pd nurse.